Manufacturer narrative:
The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip jumping to open. It was reported that this was a mitraclip procedure to treat grade 4 functional mitral regurgitation (mr). During functional inspection of the device prior to use in the patient, the clip delivery system (cds) locking mechanism was being tested with the establish final arm angle (efaa) step. The cds passed the efaa and the clip was unlocked. The arm positioner was being turned to the open position when the clip jumped to the open position. The steps were performed three times with the same result, so it was decided to replace this cds. A new cds was prepared and used in the procedure without further incident. There were no adverse patient effects and no clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
The reported difficult to open or close was not confirmed during returned device analysis. A review of the lot history record revealed no manufacturing nonconformities to the reported lot. Additionally, a review of the complaint history identified no similar incidents from the reported lot. All available information was investigated and a definitive cause for the reported difficult to open or close could not be determined. Based on the information reviewed, there is no indication of a product issue with respect to manufacture, design or labeling.na.